Event description:
As reported by an edwards lifesciences field clinical specialist, a 23mm commander delivery system balloon burst during deployment of a 23mm sapien 3 ultra valve within a non-ew surgical valve in the mitral position. The 23mm commander delivery system was prepared successfully with a 23mm sapien 3 ultra valve. Upon deployment of the valve in the mitral position, the commander balloon had an additional 2cc over nominal volume. During expansion of the valve, the commander delivery system balloon ruptured. The commander system was pulled back into the 14fr esheath+ and removed as a unit without difficulty. The valve was successfully implanted and post dilated with a non-ew balloon. The patient did not experience any injury, and the patient's final outcome was stable.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: additional codes added to h6 type of investigation, corrected h6 investigation findings, corrected h6 investigation conclusions, and additional information added to h11. The balloon burst reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was discarded and not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imaging of patient anatomy was provided, and the following was observed: calcification present in the landing zone. Imagery of the device post-procedure was provided, and it was noted that the delivery system balloon burst, and distal tip balloon wings were flared. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The balloon burst was confirmed based on the provided imagery. Available information suggests patient factors (calcification) and/or procedural factors (over-inflation) likely contributed to the event. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, while the prescribed nominal inflation volume is provided in the IFU, it is possible that extra inflation volume was used (over-inflation), subjecting the balloon to pressures high enough to cause the balloon to burst. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.